Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. The reported problem cannot be confirmed. No problem was found with the patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported lost suction. Additional information has been requested.